Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a failure of the device to power on and to charge its batteries was observed. The device's system board and power management board were replaced to address the issues. A failure related to the device's speakers was observed. The device's front panel pca was replaced to address the issue.